Manufacturer narrative:
(B)(4). Investigation on-site by our field service engineer revealed that the compressor had excessive dust around the fuse and the fuse was stuck to the mains inlet. The mains inlet and fuses were replaced and the filters were cleaned. The compressor was return to service after successful function and safety check. The damaged fuses or the mains inlet have not been investigated further, but earlier investigations of similar complaints determine that the cause of a damaged fuse could be one or a combination of the following causes: electrical transients (voltage and/or current spikes) in the mains power; bad electrical connection between the fuse and the fuse holder, e.g. Due to vibrations in the system; chemicals used from cleaning the device (by spraying) causing corrosion and as second effect bad connection; dust in the environment if deposited on the fuse holder, which will insulate and increase the temperature around the fuse and affect the contact between fuse and fuse holder.

Event description:
It was reported that the compressor failed to power up. There was no patient involvement. (B)(4).